Event description:
It was reported that the 6800 system had an error message at boot up. Also the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service.